Event description:
Reporting status: serious injury - permanent damage/surgical intervention. Reporting rationale: perforation not sealed requiring surgical intervention. Device issue: leak - stent graft. It was reported that after implantation of a non-abbott stent, a perforation was noted. The graftmaster was used to attempt treatment of the perforation; however, the perforation was only partially sealed, so the pt was sent for emergent surgery. No additional event or pt info is available.

Manufacturer narrative:
(B) (4).